Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a larger-than-usual lunch while using the ilet with a dexcom g7, having announced the meal as a usual lunch; blood glucose peaked at 265 mg/dl and trended down during the call, with no alerts or alarms reported. Symptoms included no acute complaints, and the user reported feeling okay. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding meal announcements and appropriate meal size entry. Investigation of this case revealed that the hyperglycemia was associated with an incorrect meal size announcement relative to actual carbohydrate intake, with device function and infusion site reported as satisfactory. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically inaccurate meal announcement leading to expected postprandial hyperglycemia that corrected with the algorithm.